Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced dyspareunia, pelvic pain, multiple bladder infections, and a recurrence of urinary incontinence. She continues to suffer pain and vaginal complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.